Event description:
It was reported the patient experienced pain at the ipg site. Subsequently, the patient underwent surgical intervention in (B)(6) 2010, where her entire ecs system was removed. The exact date of the surgery is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.